Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. The report of a pump stop event as a result of an interruption of power was confirmed based on the submitted log file. The submitted log file captured data where a time clock reset event was observed, which suggests that system power was interrupted resulting in the pump speed dropping to 0 rpm. The device did not record any data during the loss of power and the length of the time the device was without power cannot be determined. The data captured in the log file can confirm that the system controller was disconnected from the power source, resulting in the reported incident. When the controller was connected back to the power source, system operation was fully restored. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years and 3 months.no further information is available. The device was not returned for evaluation. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted and treated for dehydration. Upon routine interrogation of the pump, the vad coordinator sent in log files stating that she noticed a low speed operation and the speed was down to zero. It looked like it was only one minute and it was suspected that the patient left himself on one battery for too long. The log file was reviewed by technical services and one loss of power to the system controller, causing the pump to stop was captured. Power was restored, and no other adverse events were recorded in the event log. The patient was asymptomatic during the event.